Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed, likely due to myopotentials. Reprogramming was performed. The patient did not experience any negative effects due to this, was in good condition.